Event description:
Per the clinic, the patient experienced pain and reported loud sounds and "shocking" sensations with stimulation. The external coil was exchanged, which resolved the issue. The implanted device remains. The manufacturer has requested the return of the equipment; however, this has not occurred as of the date of this repot, (B)(6) 2012.

Manufacturer narrative:
(B)(4).